Manufacturer narrative:
Additional information device available for evaluation: yes. Returned to manufacturer on: 1/8/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00 preloaded insertion system was received at site for evaluation. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the device. Visual inspection using magnification was performed. Residues of viscoelastic were observed at the cartridge tube and tip. No lens was observed into the pcb00 device. The cartridge tip was observed with deformed tip. No crack or broken were observed. The reported issue could not be verified on the return. Based on the evidence observed, the unit was handled and used during surgical process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the device were reviewed. The review identified no non-conformance reports (nc) related to the issue reported on this production order. The product was manufactured and released according to specifications. Historical data analysis: a search in complaint history revealed no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted; give date: (n/a) not applicable as the lens remains implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of the preloaded delivery system (model pcb00) was noticed damaged before the package was opened. Reportedly, the surgeon removed the intraocular lens (iol) from the pcb00 device and used a platinum injector to implant the lens. No additional information was provided.